Event description:
A coaxial anesthesia circuit was set up improperly, unrecognized by the anesthesia tech and the provider. Appropriate measures were taken to prevent patient harm (ventilation by bag/mask, conversion to an ordinary circuit). Part of the confusion is likely due to the conversion from another vendor's purple coaxial circuits to this blue coaxial circuit.what was the original intended procedure?anesthesia for a radiology procedure.